Event description:
A customer reported that the aspiration was blocked and almost causes a corneal burn in the patient during surgery. The procedure type was unknown. The surgery was completed on the same day. There was no patient impact. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator's manual provides feedback on these types of reported events. Use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an handpieces other than our handpieces, or the use of a handpiece repaired without company authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The tips supplied in the system pack are only to be used on our handpieces. Each tip is intended to be used only once per case, and then disposed of according to local governing ordinances. Use 0.9 milli meter tips exclusively with 0.9 millimeter infusion sleeves. Use 1.1 mm and 1.1 mm liquefaction tips exclusively with 1.1 mm infusion sleeves. Mismatching tips and infusion sleeves may create potentially hazardous fluidic imbalances. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Total energy in foot pedal position 3 (both phaco and torsional) calculated as: (phacoemulsification time x average phacoemulsification power) + (torsional time x 0.4 x average torsional amplitude) the factor 0.4 represents approximate reduction of heat dissipated at the incision as compared to conventional phaco. The phaco occlusion bell indicates no aspiration flow. Use of high settings and/or prolonged use may lead to thermal injury. Use handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues. In manual small incision cataract surgery (msics), the occurrence of intraoperative complications is a recognized concern that can impact both surgical outcomes and patient safety. Msics is widely practiced as a cost-effective alternative for cataract extraction, especially in resource-limited settings where access to phacoemulsification may be limited. However, it is important to acknowledge that msics is not entirely risk-free. Complications during the surgery can arise due to factors such as surgeon experience, surgical technique, instrument handling, and patient-specific anatomical variations. Common complications encountered in msics include posterior capsule rupture, corneal burns, iris trauma, wound related issues, vitreous loss, and anterior chamber hemorrhage. It is crucial for surgeons to have a comprehensive understanding of the background and potential risks associated with these complications. This knowledge allows them to proactively implement preventive strategies, optimize surgical outcomes, and prioritize patient safety during msics procedures. Ongoing efforts in the field of cataract surgery aim to improve outcomes by advancing surgical techniques, refining equipment, and enhancing postoperative care. Through research and innovation, the goal is to minimize complications and achieve optimal visual outcomes for individuals undergoing cataract surgery. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.